Event description:
The customer states that she obtained the following blood glucose comparisons on the accu-chek advantage system (per meter memory): 308mg/dl and 130mg/dl; 160mg/dl and 88mg/dl. The aforementioned tests were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.